Manufacturer narrative:
Device was received with act and up arrow buttons unresponsive due to corroded keypad traces. No button error alarm noted. No unexpected numbers ramping/scrolling on their own noted. Unable to verify failed battery test or perform the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery tests due to button keypad anomaly. Device passed stop current test. Device had cracked case at display window corners, cracked reservoir tube lip, cracked belt clip slot, minor scratched and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and failed battery test alarm. The customer¿s blood glucose was 500 mg/dl at the time of incident. Customer stated that the insulin pump number ramp up and the buttons were unresponsive. Button error troubleshooting was performed and confirmed that time is advancing. Customer also reported that the insulin pump had a failed battery test alarm and customer declined to complete troubleshooting. Customer had a high blood glucose of 500 mg/dl and no form of treatment was reported and no high blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.